Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reports an underdelivery. The feed started at 3:00 pm and alarmed at 6:45 am. 100 ml was delivered.